Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced -non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markers were placed prior to injection. During post implant image review, it was noted the hydrogel appeared to be dispersed, and was described as not normal. A possible misplacement occurred. The patient was reported as asymptomatic. The patient's radiation treatment has started at time of this report.